Manufacturer narrative:
The service provider (sp) inspected the device and confirmed the reported issue. The sp replaced the touchscreen, and the unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
A touch screen assembly was returned for analysis. Visual inspection of the touch screen assembly revealed no evidence of damage or contamination. An investigation was performed, and the product analysis technician reported that no fault was found.

Event description:
It was reported that the ventilators touchscreen failed. Reportedly, the customer was unable to go into service mode to attempt to calibrate touch. The issue was found during set up with no delay noted.